Event description:
During an atrioventricular nodal reentrant tachycardia ablation procedure, air was aspirated from the valve following a transseptal puncture. The device was replaced with an introducer of the same model, but the same leak occurred. An sl 1 introducer was then used to complete the procedure without adverse health consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. An event of an air leak was reported. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.